Manufacturer narrative:
Correction to add the DHR: a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that premature battery depletion was noted on the patient's pacemaker (pm). The physician elected to explant and replace the pm. There were no patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received at end-of-service level, with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating in high output mode and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, high output demands and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. The device was implanted for 4.18 years which exceeds its projected longevity and is consistent with normal battery depletion.